Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the external foot pedals would stick. The energy kept activating after the surgeon released the foot pedals. The customer was no longer using the external foot pedals when the call occurred, and no troubleshooting was able to be performed. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noticed that the console pedal was pressed and got stuck after activating laparoscopic monopolar scissors. The pedal was pressed again, and surgeon was able to unrelease it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. During troubleshooting, both the surgeon side console (ssc) and vision side cart (vsc) foot pedals were tested and found to be functioning normally. No pedal sticking was observed or replicated. The system was tested and verified for use. The complaint was not confirmed based on the field evaluation. The probable root cause could not be determined based on the information provided and the fse¿s field evaluation. During troubleshooting, both the ssc and vsc foot pedals were tested and found to function normally, with no pedal sticking observed or replicated. The fse¿s service visit did not identify any issues related to the customer reported event.